Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "barks", loss of consciousness, paleness, cold and sweating and was unable to self-treat. The customer was treated with glucagon (oral administration) provided by caregiver after scan results from an unspecified reader measured the customer's blood glucose to be 19 mg/dl. Paramedics were called and the customer received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. Sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. In addition, the passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "barks", loss of consciousness, paleness, cold and sweating and was unable to self-treat. The customer was treated with glucagon (oral administration) provided by caregiver after scan results from an unspecified reader measured the customer's blood glucose to be 19 mg/dl. Paramedics were called and the customer received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "barks", loss of consciousness, paleness, cold and sweating and was unable to self-treat. The customer was treated with glucagon (oral administration) provided by caregiver after scan results from an unspecified reader measured the customer's blood glucose to be 19 mg/dl. Paramedics were called and the customer received unspecified treatment. There was no report of death or permanent impairment associated with this event.